Event description:
The customer reported that following a diagnostic catheter and stent procedure on 7/6/2000, an attempt was made to deploy a vasoseal es. The deployer inserted the temporary arteriotomy locator and deployed and engaged the j segment successfully. The tissue dilator was advanced over the locator until the white line was visible and then the sheath was passed over the locator and dilator until resistance was met. While keeping tension on the locator, the deployer felt a "pop". The deployer thought that they needed to retract the j segment and re-attempt proper engagement. The deployer pushed the green handle and advanced the locator forward, attempted to deploy the segment and then pulled back. But, no resistance was felt and the locator pulled completely out of the site. The locator was inspected and the j segment was missing. Fluoroscopy was used to locate the j segment and it was identified in the pt's groin. But, they were not sure if it was in the tissue or the vessel. A physician was notified, but he decided not to remove the j segment from the pt. No pt complications were reported.